Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of dyspnea and mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined; however, dyspnea and recurrent mr were due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 3-4. Imaging was challenging. One clip was implanted, reducing mr to less than 1. Immediately post procedure, the patient experienced dyspnea. Echocardiogram revealed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 4. A second procedure was performed on (B)(6) 2020, one clip was implanted reducing mr to 1. No additional information was provided.